Manufacturer narrative:
The saluda lead was discarded. According to the event description, the sutures on a non-saluda anchor which had been used to secure the lead had become loosened which likely contributed to the reported event. Without the return of the devices, the root cause of the migration event is unable to be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration from the location chosen at initial implantation, resulting in stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. Troubleshooting was performed including reprogramming and obtaining x-ray imaging to confirm a lead migration. A revision procedure was completed. During the revision procedure, loosened sutures were noted on the originally implanted non-saluda anchor. Following the revision, the patient is confirmed to be receiving adequate therapy.